Manufacturer narrative:
The employee stated that the shock was a mild tingling sensation. Other employees present during the time of the reported event stated that they didn't believe the employee received a shock. No medical treatment was sought or administered. A steris service technician inspected the table and found that the insulation tape that should be over the batteries was not present and one of the table batteries was burned around the terminal. The technician observed that the battery terminals were in opposite directions; the battery terminals should be parallel. The technician stated there was no evidence of fluid intrusion and the table was properly sealed. The technician installed the plastic covering for the batteries and replaced the battery, tested the table and confirmed it to be operational. The surgical table is approximately (B)(6) years old and is not serviced or maintained by steris. The surgical table is serviced and maintained by the user facility.

Event description:
The user facility reported that during a patient procedure an employee placed their foot on the base of the surgical table and received a shock. User facility personnel continued with the procedure which was completed successfully.